Event description:
It was reported that, on saturday, the patient was unable to charge their implanted neurostimulator (ins). On saturday, the patient also noticed that the recharger antenna cord was frayed. The caller added that the patient was shaking a little more every day since saturday. Agent reviewed that therapy likely turned off due to the patient not being able to charge their ins. During the call, the caller was seeing the 'charge your recharger battery' warning screen on the recharger. The caller confirmed the desktop charger (dtc) was securely connected to the recharger, and they also confirmed the ac green light was on. No issue was found with the dtc cord or connector pin. Agent reviewed that the patient will need to charge the ins to at least 25% before therapy can be turned back on. The patient confirmed they understood how to use their patient programmer to turn therapy back on once they get the ins charged to at least 25%. A replacement recharger was sent. The patient representative called back stating the dtc connector pin broke when it was connected to the received replacement recharger. Caller confirmed they were able to extract the connector pin from the recharger port. A replacement dtc was sent.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37761, serial# (B)(6), product type recharger product ID 37651 , serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3. Analysis of the desktop charger (s/n c0213693) found the connector pin was damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.